Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact on the customer¿s blood glucose level. The customer awaited the return of the device for examination, and a replacement pump with a new serial number was expected to be sent to the customer.